Event description:
It was reported by the rep that the device was used during a leg vein ligation. It was reported the mcm20 spit clips and scissored clips while ligating the vessel on the leg. A second applier spit clips also. 12/29/1998 an add'l clip applier was used to complete the case. There was no consequence to the pt.